Event description:
Same case as MFR# 2134265-2009-02996. It was reported that during percutaneous coronary intervention procedures, a comment was made by four physicians that they were unable to see the markerbands on the apex balloons under fluoroscopy. The site later confirmed that there were two known devices with this issue. No patient complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is design.